Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to prime due to no delivery during priming. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specification. The device passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. No prime fill anomaly noted. The device had minor scratches on the lcd window.